Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (damaged display) issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: the display lens was scratched. The display screen was dim and discolored. Unrelated to the display, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.